Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The video connector was found to have a bent pin, which caused the no image issue. The video connector needed to be replaced. The device was repaired and returned to the customer. Multiple documented attempts to obtain additional information regarding the reported event were unsuccessful. The instruction manual indicates to confirm that the connectors on the scope side pin connector of the videoscope cable are not damaged prior to use. A review of the device history record found no deviations that could have caused or contributed to the reported issues. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported the area where the paddles attached was bent and the device was not producing an image. There was no harm or injury reported.